Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo_13.2; -7.50 diopter implantable collamer lens patient's right eye (od) and intraoperatively removed and replaced the lens on (B)(6) 2024. The lens was replaced with a shorter length lens due to excessive vault. This resolved the problem. Cause of the event was reported as unknown.

Manufacturer narrative:
D2: mta. Claim# (B)(4).